Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that six years and eleven months following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), a second tpbv was implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received information that four years following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), endocarditis was diagnosed, resulting in moderate to severe pulmonary insufficiency (pi). Six years and eleven months following the implant, the right ventricle (rv) gradient was measured at 33 mm. The second tpbv that was implanted, resolved the pi.

Manufacturer narrative:
Conclusion: the DHR of this valve was reviewed and no anomalies were noted that would have impacted this event. A review of the sterility lot record confirms that the biological indicators (bi) tested negative for both tissue and solution. There have been no additional complaints, or complaints for infection against any of the devices manufactured under this sterility lot. The sterilization process used by medtronic has an anti-microbial kill on the microorganisms such as staphylococcus and streptococcus species. This process is validated using the worst-case bacillus atrophaus (gram positive spore forming rods), which is known to be representative of the cleanroom bioburden. Two blood cultures were positive for cardiobacterium-hominis. The reported organism can be rendered non-viable to the sterilization process during manufacturing. Therefore, it is unlikely that the organism originally came from the device and/or manufacturing valve process. In addition, the information received also indicates that the endocarditis occurred 4 years post implant. Endocarditis that occurs more than 12 month after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired versus a result of the manufacturing process of the valve (1). Based on the above investigation, the endocarditis is unlikely to be attributed to the melody tpv device and/or manufacturing process. Overall, a true root cause to the reported clinical observations is not determined. However, there is no indication that the reported endocarditis were related to the manufacture of the device. ¹ mylonakis, e., and calderwood, s.b. Infective endocarditis in adults. New england journal of medicine. 345 (18). 1318-1330. Nov.1, 2001. If information is provided in the future, a supplemental report will be issued.